Manufacturer narrative:
The device was not rec'd by depuy synthes power tools. If add'l info is rec'd, a supplemental MDR will be sent. (B)(4).

Event description:
Report rec'd from the u.s.a. Stating that the cord of the device was damaged. The device was not being used during surgery. There was no injury or medical intervention. There was not add'l info provided.